Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. It was stated that the customer discontinued insulin pump therapy due to the buttons not responding. It was also stated that the insulin pump looked very worn down. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.